Manufacturer narrative:
(B)(4) the customer advised physio-control that the device had been returned to another biomed for repair and has since been returned to service.  They did not have any information available for what was needed to repair the device.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be confirmed.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.